Event description:
It was reported that the health care provider (hcp) then moved the implantable neurostimulator (ins) to the left side. The battery came out of the bottom of the pocket on the left side on (B)(6) 2015. The manufacturer representative met with the hcp and patient today for a removal. The patient still had the lead on the left side. The hcp wanted to remove the left lead, place a completely new device, and have it placed in the abdomen since the patient had no fat on the buttock. It was further reported that the ins and lead were removed on (B)(6) 2015 and the hcp treated the wound. Refer to manufacturer's report #3004209178-2015-09812 for the patient's right side ins removal.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va087sr, implanted: (B)(6) 2013, product type lead. (B)(4).